Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation along with the customer's glidescope core 10-inch monitor, glidescope core smart cable, and glidescope core quickconnect cable. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. The customer's glidescope core quickconnect cable was connected to known, good, verathon test equipment, and it was determined to be functioning as intended. They then connected the customer's video baton, smart cable, and monitor together, and the technical service representative observed the image would flicker and show rainbow lines on the screen. The technical service representative attempted to isolate the issue further by first connecting a known, good, test smart cable to the customer's video baton and monitor, which produced the same image failure. They last connected a known, good, test video baton, to the customer's smart cable and monitor, which continued to produce the same image failure. The verathon technical service representative isolated the issue to both the glidescope video baton 2.0 large and glidescope core smart cable having damaged connectors. The camera image quality test failed for both the glidescope video baton 2.0 large and glidescope core smart cable. The customer's glidescope core 10-inch monitor and glidescope core quickconnect cable passed the camera image quality test and were found to be working as intended. Upon completion of the evaluation, the customer's glidescope video baton 2.0 large and glidescope core smart cable were scrapped, and the customer was provided a replacement glidescope video baton 2.0 large and glidescope core smart cable due to no repairs being available. The new glidescope video baton 2.0 large, new glidescope core smart cable, glidescope core 10-inch monitor, and glidescope quickconnect cable were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image on the screen disappeared and came on intermittently. The customer's biomed noted that the connection between the baton and cable seemed loose and was not very stable. A delay in the procedure of an undisclosed duration occurred as a backup glidescope avl device was obtained. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.